Manufacturer narrative:
Additional information: d9: return date: 17-jul-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -9.0/1.0/169 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted. On this same date a replacement lens of the same length but implanted horizontally. This resolved the problem. The cause of the event was reported as unknown.